Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by replacing the batteries. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6)

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run test. Specifically, the battery run time test resulted in 88 minutes which was below the runtime specifications of 135 minutes. There was no patient involvement, and no adverse event reported.